Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty cycler set and the serious adverse events of peritonitis, characterized by abdominal pain, cloudy peritoneal effluent fluid, nausea, vomiting, which required hospitalization and antibiotic therapy. The pdrn attributed causality to an unspecified touch contamination event which occurred while on vacation in hawaii. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Staphylococcus aureus is commonly found in the mucus membranes, axillae, and on the skin of humans. Additionally, staphylococcus is the most frequent organism associated with peritoneal infections and is usually due to a touch contamination event. Per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Based on the information available, the patient¿s liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications, as supported by the devices¿ continued use. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The registered nurse (rn) reported to fresenius customer service that this patient was hospitalized due to peritonitis. During follow-up, the patient¿s rn confirmed the patient presented to the emergency room (ER) on (B)(6) 2026 with complaints of abdominal pain, nausea, vomiting and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and was treated with intraperitoneal (ip) vancomycin and ip cefepime (dosages, routes, frequencies not provided). The patient¿s peritoneal effluent culture result returned positive for staphylococcus aureus on (B)(6) 2026, and the patient¿s cefepime was discontinued. The patient is recovering from the serious adverse events and remains hospitalized as (B)(6) 2026. The patient is continuing to undergo ccpd therapy while hospitalized without any reported issues. The pdrn attributed causality to an unspecified touch contamination event while the patient was on vacation in hawaii. Per the pdrn, the serious adverse events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction.